Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer stated that they will consult their healthcare provider about the issue. The customer declined troubleshooting. The customer did not return the product back for analysis.